Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that insulin is squirting out during manual prime process. The customer is not calling for technical troubleshooting. The customer reported via phone call indicating that the insulin pump alarm external error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he received external ram crc error alarm. The customer stated that the alarm did not occur during the rewind/prime sequence. The customer was advised that the device would be replaced.